Event description:
It was reported that this implantable pulse generator (pacemaker) switched into safety mode, a device status that permanently limits available therapy to specific settings. Technical services indicated the patient's critical therapy may be compromised and suggested immediate device replacement. This pacemaker remains in service and no adverse patient effects were reported.